Manufacturer narrative:
Additional information was received that the indication for filter placement was an iliofemoral deep venous thrombosis with extension into the superficial femoral vein on the left side. The thrombosis had been there for more than a month and a half on coumadin. The patient bled on coumadin therapy, poor lung reserve with chronic obstructive pulmonary disease and documented ulcers in the gastric mucosa. Thrombectomy was planned if the thrombus did not resolve resuming coumadin. The optease was deployed at the l3 level with excellent position documented by subsequent angiogram. The patient reports fear and anxiety of the device breaking causes mental anguish. Lot # 13560257 provided but it was not found in the cordis database is therefore unable to be verified. Section was updated. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). The patient became aware three years and eleven months post implant that the filter was embedded in the ivc. There have been no documented attempts made to retrieve the filter. The patient also reports to be suffering from fear, anxiety and mental anguish. According to the medical records, the patient has a history of iliofemoral deep vein thrombosis (dvt) with extension into the superficial femoral vein on the left side, that had been there for more than a month and half despite being on coumadin. The patient bled on coumadin, so a filter was placed for protection against pulmonary embolism (pe). The patient also has a history of chronic obstructive pulmonary disease (copd) and documented ulcers in the gastric mucosa. The filter was implanted via the right femoral vein and deployed at the l3 level with excellent position documented by subsequent angiogram. The patient tolerated the index procedure well and the filter was successfully deployed. There is currently no additional information available. The product was not returned for analysis and the sterile lot number provided was not found in the system; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots, clotting and thrombosis within the filter do not represent a device malfunction. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Without the procedural films or post implant images to review the reported, perforation and device embedded could not be confirmed or further clarified. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. Anxiety does not represent a malfunction and may be related to patient specific underlying issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. According to the reported information the filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Additional medical information contained in the patient profile form indicated that approximately three years and eleven months, it was noted that the filter was embedded in the ivc. The medical record does not indicate how perforation or vessel wall infiltration were identified, there have been no documented attempts made to retrieve the filter. The patient also reports to be suffering from fear, anxiety and mental anguish. According to the medical records, the patient has a history of iliofemoral deep vein thrombosis (dvt) with extension into the superficial femoral vein on the left side. The patient had been on coumadin. The patient also had chronic obstructive pulmonary disease (copd) and ulcers. The filter was placed for protection against pulmonary embolus (pe). The patient tolerated the index procedure well and the filter was successfully deployed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explantation problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without the procedural films or post implant images available to review, the reported, perforation and embedded into the vessel wall could not be confirmed. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided, it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. This report is a follow up report to MFR number 9616099-2016-00478 that was submitted under the previous complaint handling software system. The information has been duplicated from the first report with additional information added.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, perforation of the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information received per patient profile form indicates that three years and eleven months the filter was embedded in the ivc. There have been no documented attempts made to retrieve the filter. The patient also reports to be suffering from fear, anxiety and mental anguish. According to the medical records, the patient has a history of iliofemoral deep vein thrombosis (dvt) with extension into the superficial femoral vein on the left side. The patient had been on coumadin. The patient also had chronic obstructive pulmonary disease (copd) and ulcers. The filter was placed for protection against pulmonary embolus (pe). The patient tolerated the index procedure well and the filter was successfully deployed.